Event description:
International customer reported that a tear was noted on the device immediately upon initial activation. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.